Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose of 61mg/dl. Customer stated he experienced low blood glucose since (B)(6) and that he had changed the infusion set the day before. He also stated that possible cause for having low blood glucose could be that he didn't eat that much. Reviewed the programing and the reservoir was showing the same amount of insulin as shown on the status screen. The current blood glucose level is 30mg/dl. He was treated with glucose tablets. Nothing further reported.